Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('heavy and unusual vaginal bleeding'), menorrhagia ('prolonged menstrual periods / heavy bleeding'), renal failure ('renal insufficiency syndrome'), kidney infection ('chronic kidney infection') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malaise, fatigue, vitamin d low, libido decreased, vaginal itching, night sweats and horseshoe kidney. Concurrent conditions included vaginal discharge, bloating, vulvovaginal candidiasis, breast tenderness, hot flashes and shortness of breath. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping"), pelvic pain ("pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), renal failure (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), metrorrhagia ("intermenstrual bleeding"), rash ("rashes"), urticaria ("hives"), allergy to metals ("hypersensitivity reaction to nickel"), pruritus genital ("felt itchy inside her uterus"), dermatitis allergic ("skin allergy"), coital bleeding ("post coital bleeding") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and antinuclear antibody positive ("antinuclear antibodies"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, renal failure, kidney infection, menstruation irregular, metrorrhagia, rash, back pain, weight increased, urticaria, abdominal pain lower, pelvic pain, abdominal pain, allergy to metals, pruritus genital, dermatitis allergic, coital bleeding, antinuclear antibody positive and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, antinuclear antibody positive, back pain, coital bleeding, dermatitis allergic, genital haemorrhage, kidney infection, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, pruritus genital, rash, renal failure, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 expanded outer coils of the essure micro-insert trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2012: essure coils were properly in place and that her fallopian tubes were occluded. Impression: satisfactory position of the essure device bilaterally. Complete tubal occlusion has been achieved bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, abnormal uterine bleeding, abdominal pain lower, renal failure, metrorrhagia, weight gain lot number: a14901, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality-safety evaluation of ptc: product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('heavy and unusual vaginal bleeding'), menorrhagia ('prolonged menstrual periods/heavy bleeding'), renal failure ('renal insufficiency syndrome'), kidney infection ('chronic kidney infection') and genital haemorrhage ('abnormal bleeding') in a (B)(6) female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malaise, fatigue, vitamin d low, libido decreased, vaginal itching, night sweats and horseshoe kidney. Concurrent conditions included vaginal discharge, bloating, vaginal candidiasis, breast tenderness, hot flashes and shortness of breath. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping"), pelvic pain ("pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), renal failure (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), metrorrhagia ("intermenstrual bleeding"), rash ("rashes"), urticaria ("hives"), allergy to metals ("hypersensitivity reaction to nickel"), pruritus ("felt itchy inside her uterus"), dermatitis allergic ("skin allergy"), coital bleeding ("post coital bleeding") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and antinuclear antibody positive ("antinuclear antibodies"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, renal failure, kidney infection, menstruation irregular, metrorrhagia, rash, back pain, weight increased, urticaria, abdominal pain lower, pelvic pain, abdominal pain, allergy to metals, pruritus, dermatitis allergic, coital bleeding, antinuclear antibody positive and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, antinuclear antibody positive, back pain, coital bleeding, dermatitis allergic, genital haemorrhage, kidney infection, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, pruritus, rash, renal failure, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 expanded outer coils of the essure micro-insert trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy on (B)(6) 2012: essure coils were properly in place and that her fallopian tubes were occluded. Impression: satisfactory position of the essure device bilaterally. Complete tubal occlusion has been achieved bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, abnormal uterine bleeding, abdominal pain lower, renal failure, metrorrhagia, weight gain. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs and medical records received: lot number was added. Reporter information, concomitant drug, medical history was added. New events "hypersensitivity reaction to nickel, skin allergy, prolonged menstrual periods/heavy bleeding, intermenstrual bleeding,chronic kidney infection, renal insufficiency syndrome, post coital bleeding, felt itchy inside her uterus" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.